Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence and adhesions are both known possible adverse reactions listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following allegation was reported to davol by the patient's mother. It has been alleged that in 2008 the patient was implanted with a bard ventralex patch for treatment of a ventral hernia. Approximately, four years post implant the patient allegedly, underwent additional surgery to repair a recurrent ventral abdominal hernia. Medical records have not been provided, however, the contact reports that the operative dictation notes, there were 6 small hernias and the previous mesh (ventralex) had detached in one corner, and omental adhesions, along with adhesions to the small bowel were lysed. It is reported that the ventralex patch was not removed, and an onlay "marlex" mesh (bard flat) was then placed and secured to the anterior fascia with prolene sutures. It is alleged that the patient continues to have intermittent bouts of unspecified abdominal pain.